Manufacturer narrative:
Follow-up #1 date of submission 05/30/2017-product analysis: the device was returned and evaluated by product analysis on 05/02/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The continuous glucose management (cgm) transmitter successfully paired with a test pump and could calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced. The cgm¿s blood glucose reading accuracy was found to be within specification.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that multiple cs 215 call service alarms were emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.